Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed records of unexplained power on reset event. On examination, the battery compartment was noted to be cracked on the side from the threads to the case seal. The returned battery cap had stripped threads and was unable to fully attach to the pump. The alleged damage was confirmed. On investigation, power on reset was duplicated when using the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during testing with the test cap in place. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components, including the power circuit. Investigation duplicated the complaint and confirmed the alleged damage evidenced by the cracked battery compartment and stripped battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.